Event description:
The device was implanted as part of ventral hernia repair. While suturing in, the device tore. It removed and replaced with a like device. The device was discarded. There is no serious injury reported with this event, but the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of device history records. Query of lifecell complaint management database for any similar complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. Lot did meet qc release criteria including mechanical testing. At the time of initial investigation, there were (B)(4) devices distributed from lot s10851, including 4 devices that were reported as implanted. As of (B)(4) 2011, there was one other similar complaint reported to lifecell against this lot. This event is also being reported. Conclusion: internal investigation revealed that the lot met qc release criteria including tensile testing. There is no serious injury reported with this event, but the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur.